Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, mesh and ams intexen were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, urinary problems, fistulae, dyspareunia, and vaginal scarring.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted concurrently with a&p repair, vaginal vault suspension, paravaginal repair, enterocele repair, due to grade 3 anterior vaginal wall defect, grade 2-3 posterior vaginal defect, and grade 1 apical vaginal wall defect. No additional information was provided.